Event description:
Customer alleged blood glucose results of 281 mg/dl, 117 mg/dl and 117 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. No suspect product was available for return; replacement product was sent.